Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unknown timepoint, a blood clot developed on the device. No additional information is known at this time.

Manufacturer narrative:
Date of event: aware date used as the event date is unknown.